Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter packaging seal rupture that compromised the sterile barrier. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter packaging seal rupture that compromised the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received two iag/bc 24ga units from lot number 6274633. Package was partially opened, but this is the basis of the complaint. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. The defect stated in the description of the complaint was confirmed with two returned packages was partially open at the top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. (B)(4) was opened to investigate the package seal integrity complaints and implement corrective actions. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause.